Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in the mouth, primary stability was not achieved. Clinician reports having a complication in the preparation site. The site was not grafted and another implant was placed in a different site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in the mouth, primary stability was not achieved. Clinician reports having a complication in the preparation site. The site was not grafted and another implant was placed in a different site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).